Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient stated they fell and blacked out. As a result, they sustained a neck injury. During the event, the cgm was displaying 90 mg/dl and the patient's bg was 30 mg/dl. The patient was unaware that they were hypoglycemic prior to blacking out. The patient was taken to the hospital and was treated with unspecified pain killer medications. The patient stated they were in rehabilitation with a physiotherapist for 11 weeks due to the neck injury. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 09/25/2022. It was reported that n ambulance was called and the patient was taken to the hospital and was treated with painkiller medication (paracetamol) and glucose liquid. At the hospital a blood glucose reading was taken which was 30 mg/dl and the cgm was reading 90 mg/dl. The patient was admitted and was discharged on the (B)(6) 2022. The patient has been in rehabilitation with a physiotherapist, for 11 weeks due to the neck injury. No additional patient or event information is available.